Event description:
Pt underwent tah bso. Two days later, surgeon, while removing t-tube, a portion of the drain broke off. Surgeon attempted to retreive piece broken off vaginally and was unsuccessful. Pt to or for removal of foreign piece through open abdominal incision.